Event description:
The biomedical engineer reported that the multigas unit was reading gases intermittently while in patient use, no patient harm was reported. This incident occurred on (B)(6) 2020 but user facility did not report it to nihon kohden until 05/12/2021.

Manufacturer narrative:
The biomedical engineer (bme) at the user facility reported that the multigas unit was reading gases intermittently while in patient use, no patient harm was reported. This incident occurred on (B)(6) 2020 but user facility biomedical engineer did not report it to nihon kohden until 05/12/2021. Investigation summary: nka repair center evaluated the device which was returned on another ticket for the same reported issue of multigas unit reading gases intermittently and the reported issue could not be duplicated. Due to insufficient information provided by the customer, the root cause of the reported issue could not be determined. Attempt # 1: 05/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references file (B)(4).

Manufacturer narrative:
The biomedical engineer (bme) at the user facility reported that the multigas unit was reading gases intermittently while in patient use, no patient harm was reported. This incident occurred on (B)(6) 2020 but user facility biomedical engineer did not report it to nihon kohden until 05/12/2021. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)

Event description:
The biomedical engineer reported that the multigas unit was reading gases intermittently while in patient use, no patient harm was reported. This incident occurred on (B)(6) 2020 but user facility did not report it to nihon kohden until 05/12/2021.